Manufacturer narrative:
Additional information: b3, d9, g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that resistance was encountered when attempting to remove the device from the rectum, resulting in the anvil remaining stuck inside the rectum. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b3, b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a colonic anastomosis, when the forceps were extracted, resistance was encountered when attempting to remove the device from the rectum which resulted in the anvil becoming trapped inside the rectum. It was noted that the anvil was found to be bent. The surgeons managed to get the patient out, but when the doctors checked the anastomosis, several tears had occurred. Immediate action was implemented which was conversion from laparoscopic to open laparotomy surgery, resection of the anastomosis and repair of another anastomosis with another stapler from another laboratory.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, resistance was encountered when attempting to remove the device from the rectum, resulting in the anvil remaining stuck inside the rectum. The anvil was found to be bent. These issues necessitated conversion from laparoscopic to open surgery.

Event description:
It was reported that during a colonic anastomosis, when the forceps were extracted, resistance was encountered when attempting to remove the device from the rectum which resulted in the anvil becoming trapped inside the rectum. It was noted that the anvil was found to be bent. The surgeons managed to get the anvil out, but when the doctors checked the anastomosis, several tears had occurred. Immediate action was implemented which was conversion from laparoscopic to open laparotomy surgery, resection of the anastomosis and repair of another anastomosis with another stapler from another laboratory.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.